Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft break was confirmed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for a shaft break/separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. In this case, as the inner sheath was pulled rather than sliding off the yellow protective sheath, this likely caused the reported shaft break. Furthermore, handling of the device during the attempt to remove the protective sheaths likely resulted in the noted wrinkled balloon and stretched outer member. The incorrect sheath removal technique likely contributed to the reported shaft break.

Manufacturer narrative:
(B)(4) - sheath removal. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 3.5 x 18 mm device referenced is being filed under a separate medwatch report. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that when attempting to remove the yellow protective sheath from the 3.5 x 18 mm device, it was stuck to the catheter and would not move. Therefore, the white sheath was pulled on, resulting in the distal shaft separating just before the balloon. A new 3.0 x 12 mm device was then pulled and due to the previous experience, the first attempt was to remove the white sheath instead of the yellow sheath. This resulted in the balloon detaching from the catheter. There was no patient involvement. There was no clinically significant delay in procedure. No additional information was provided.